Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a thrombectomy procedure using a neuron max 6f 088 long sheath (neuron max). During the procedure, while advancing the neuron max through tortuous anatomy, the physician lost access to the carotid artery as the neuron max pulled down the non-penumbra microcatheter and stent retriever that were within the patient; therefore, all the devices were removed. Upon removal, the physician noticed the neuron max was kinked in the mid-shaft. The procedure was therefore completed using a new neuron max, the same non-penumbra microcatheter, and the same stent retriever. There was no report of an adverse effect to the patient.